Event description:
It was reported that during service and repair pre-testing the motor device had a "frayed cable". The event was not related to surgery. No patient harm, adverse outcome or injury was alleged. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
The actual device was returned for evaluation. (B)(4) evaluated the device. During pre-repair assessment, the complaint that the device had frayed cable, e5 code, and male pin pushed in was confirmed. The cause was undetermined. If additional information should become available, a supplemental medwatch report will be sent accordingly.